Manufacturer narrative:
G4:19nov2020. B4:24nov2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the blower assembly will need replacement. The customers bio-med replaced the blower assembly to resolve the reported issue. The device passed performance verification testing. According to the information provided by the evaluation it was determined that the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported to philips that the device had a blower stall message. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:30nov2020. B4:04dec2020. The device was reported to have been in testing while being set-up for use, there was no delay in therapy and no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.